Event description:
Boston scientific received information that this right atrial (ra) lead exhibited pacing impedances greater than 2,000 ohms, with loss of capture and no sensing. When observed under fluoroscopy, two fractures were confirmed. An invasive revision procedure was performed and the ra lead was surgically abandoned and replaced. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
All available information indicates that the product remains inactively implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.